Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure. The physician obtained biopsy samples from the right lower lobe target lesion. There were no issues with the ion system. After completing the ion portion of the procedure, the ion scope was removed and manual bronchoscopy was performed. Bleeding was noted at the biopsy site while obtaining a bronchoalveolar lavage sample. The estimated blood loss was 60ml. The blood entered the endotracheal tube (ett) and the patient suffered a cardiac arrest, prompting advanced cardiac life support interventions. The patient was revived and hemostasis was achieved. The ett was replaced with a double lumen ett and intravenous tranexamic acid and an epinephrine drip were administered. The patient experienced a second cardiac arrest 2 days post-procedure and expired. The physician reported that the bleeding and patient outcome were due to significant risks associated with the biopsy procedure and compounded by the patient's severe preexisting comorbid conditions, including heart failure with reduced ejection fraction, pulmonary hypertension, and severe copd.

Manufacturer narrative:
Review of the ion system logs found no related errors occurred during the procedure that were relevant to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion lung biopsy; the ion portion of the case was completed, the ion scope was removed and manual bronchoscopy was performed. Bleeding was noted while obtaining a bronchoalveolar lavage sample. This was complicated by a cardiac arrest. Return of spontaneous circulation (rosc) was achieved with resuscitative efforts and the patient was hospitalized in the ccu. The patient suffered another arrest 2 days after the procedure and died. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the reported event was likely procedure-related and not device-related. Bronchoscopy is a minimally invasive procedure with a low-risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single-center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of relatively severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.